Event description:
It was reported that the patient presented in clinic for follow up. Interrogation of the pacemaker showed the device in backup vvi due to failed firmware update. The pacemaker was successfully restored. No patient status was reported.